Event description:
It was reported that bd¿ 5ml syringe leaked. This was discovered before use. The following information was provided by the initial reporter: there was air leakage for 5ml syringe, so the liquid couldn¿t be extracted.

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301942 lot 1811137 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 5ml syringe leaked. This was discovered before use. The following information was provided by the initial reporter: there was air leakage for 5ml syringe, so the liquid couldn¿t be extracted.